Event description:
It was reported that (1) device was used during a subtotal gastrectomy. It was reported by the affiliate that the tvc55 could not be fired by the surgeon. Another instrument was used to complete the case. There was no consequence to the pt.